Event description:
As the pump system was being prepared for use, one of the roller pumps indicated a pump jam. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
The device was investigated by the MFR. A bent encoder wheel associated with the roller pump drive mechanism was replaced, whereupon the pump functioned normally.